Event description:
It was reported the physician was performing an arthroscopic procedure using a firstpass suture passer, needle and suture capture. After passing the first suture properly, the physician could no longer engage the needle to pass any additional sutures. A new needle and suture capture were loaded and the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's identifying information was not available.